Manufacturer narrative:
B1/h1: report type corrected to serious injury. B2: outcomes corrected. D5: operator of device corrected. Manufacturer's investigation conclusion: the reported event of bleeding between the inflow cannula and the apical cuff could not be confirmed through this evaluation, and a specific cause for the reported event could not be conclusively determined. The device serial number was not reported and was unable to be determined through this evaluation.the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 also provides steps on adjusting the orientation of the pump if the pump requires adjustment following the initial connection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the source of the apical cuff leak was between the cuff and the inflow cannula.

Event description:
It was reported that the surgeon reported to have seen the apical cuff leak in the operating room on a few occasions. It was noted that this situation was not unique to a specific event. The issue was resolved by waiting for the bleeding to resolve and administering blood products. The surgeon claimed that additional blood products had to be given, and the operating time was prolonged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.